Event description:
A malfunction alarm was reported on the pump. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, successfully resuming insulin delivery. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arise. The case was closed with no further action required.